Manufacturer narrative:
Cpu board was received at the v60 vent manufacturing facility for evaluation. Visual inspection did not identify any signs of damage or contamination. Review of the diagnostic code was performed, which confirmed one instance of the program crc test failed (e/c 1100), and also one instance of da pcba adc reference failed (e/c 100a). The cpu board was installed into a test ventilator. The test vent booted up and delivered breaths. Cycling the power did not produce any errors or failures. The customer's returned cpu board was tested and no failures were identified. The root cause for the customer's experience of program crc test failed message was displayed on the screen could not be identified based on testing of the returned cpu board. Also, the occurrence of the da pcba adc (data acquisition pcba - printed circuit board - analog to digital converters) reference failed could not be determined.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported program crc test failed message was displayed on the screen. The v60 unit was turned off and on and that addressed the alarm. Program crc test failed message was displayed again and the alarm did not stop sounding. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
The reported complaint was not duplicated but it was confirmed in the diagnostic event log. Cpu board was replaced to prevent recurrence. Unit was checked overall, cleaned, run in tests and functionally tested.